Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during surgery, the speedstitch needle could not seat all the way down and would not retract back inside the inserter tube. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. No manufacturing discrepancies visually observed. A needle was loaded and unloaded successfully during functional evaluation and the device performed as intended. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) incorrect needle loading and unloading technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.